Event description:
Additional information received reported the cause of the event was the patient had an MRI and the device stopped working. An impedance measurement found that three were "out." An x-ray performed found lead migration. An intervention had yet to occur. The patient did not require hospitalization due to the event. No serious injury was noted for a patient outcome.

Event description:
It was reported that the patient was taken to a hospital ER for pneumonia. The hospital performed at least one MRI and possibly two. One MRI was targeted on her lower spine. Since then, regardless of the programs used and amplitude used, nothing had curbed her "nocturemia." The reporter stated that it is possible that either the device had been damaged, and/or the leads had been heated by the MRI and caused tissue damage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4) lot# v643874 serial# implanted: (B)(6) 2011 explanted: product type lead; product ID (B)(4) lot# v643874 serial# implanted: (B)(6) 2011 explanted: product type lead; product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer (B)(4).

Manufacturer narrative:
(B)(4).